Event description:
A healthcare professional reported that the hahn tapered implant failed; no tooth location was provided. The provider states the patient came in with an implant fractured in half and was referred to a specialist for removal of the implant. The device was removed and not replaced. The provider states that the implant failure occurred after implant placement around september 2023 (no patient information was provided, nor the exact date of implant failure was provided). The provider states that the patient had the implant for "a while" before it broke in half. No other issues were reported.

Manufacturer narrative:
CAPA 24-005 CAPA ca-00016 the manufacturer internal reference number is: comp-(B)(4).

Event description:
A healthcare professional reported that the hahn tapered implant failed, no tooth location provided. The provider states patient came in with an implant fractured in half, was referred to a specialist for removal of implant. The device was removed and not replaced.

Manufacturer narrative:
The device has not been returned and a lot number was not provided, therefore the device history records could not be reviewed. Should the device be returned or lot number provided, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Additional follow up is being performed in an attempt to obtain all missing information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A non-visual device evaluation has been completed and the results are as follows: DHR results: the lot number was not provided therefore the DHR could not be reviewed. Stock product reviewed results: the lot number was not provided therefore the stock product could not be reviewed. Investigation methods/results: per the reported information, the customer noted that the reported device was returned; however, to date the device has not been physically accounted for and sent to the complaint's team for analysis. Therefore, it is presumed lost at this time, CAPA 2024-005 was opened for RMA lost product. Root cause: a root cause for this complaint cannot be explicitly determined. A probable root cause could be the over-torquing of the implant during the initial placement which may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU 570 rev 4 (hahn tapered implant system) contains the following statement in the implant placement section: "step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev 4 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 4 (hahn tapered implant system) contains the following statement in the recommended torque values section under prosthetic components: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm. Any other screw-retained prosthetic components, such as impression copings or scanning abutments, should be hand-tightened only." Additional information: b5, d4. CAPA 24-005. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the hahn tapered implant failed, no tooth location provided. The provider states patient came in with an implant fractured in half, was referred to a specialist for removal of implant. The device was removed and not replaced. The provider states that the implant failure occurred after implant placement around (B)(6) 2023 (no patient information was provided nor exact date of implant failure was provided.) Provider states that patient had implant for "a while" before it broke in half. No other issues reported.